Event description:
It was reported that a 46-year-old caucasian female patient underwent a breast surgery with 390cc mentor memorygel boost breast implant and experienced patient dissatisfaction with procedure outcome on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 550cc mentor memorygel breast implant (catalog number 3505504bc) with lot number 9983375.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 29, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 390cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 08, 2024, mentor received additional information regarding the patient's event. It was reported that the patient experienced unacceptable cosmetic appearance with asymmetries, hypertrophic long incision right breast, inframammary fold which is migrated up out of the fold (approximately 3 cm), significant scarring and contour irregularities of her crescent lifts. It was also reported that there's moderate degree of capsular muscle tethering in the inferior medial aspect (baker grade 3). Code e2303 for capsular contracture (baker grade 3) has been added in section h6-health effect - clinical code to capture this additional information. The date of device implantation (section d6a.) Has been updated to (B)(6) 2023. On august 22, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).